Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for detailed analysis. Upon examination, the returned device was connected to a boston scientific encore inflation unit, and the balloon was successfully inflated to its rated burst pressure of 14 atm without any leaks or other issues observed. A visual inspection of the markerbands and tip section of the device revealed no abnormalities or defects in these components. Additionally, a thorough visual and tactile assessment of the hypotube shaft did not identify any issues with the shaft.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation . The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.